Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient will undergo an ipg replacement procedure.